Manufacturer narrative:
The technician found that all brake casters have worn swivel locks.

Event description:
The account reported the brake casters swivel around when the brakes are set. No patient injury reported.